Event description:
This case was reported on (B)(6) 2011 by physician - (B)(4). This case involves a (B)(6) female, treated with poly-l-lactic (sculptra), receiving four treatments. The first treatment date was on (B)(6) 2009 (batch 2a8025) using depot technique and massage done by patient during treatment; with additional treatments on (B)(6) 2009 (batch 1a8025) using fanning technique and massage done during treatment by patient, (B)(6) 2009 (batch 1a8025) using depot technique and deep dermal injection with massage done during treatment by patient and (B)(6) 2009 (batch nos) for an indication of cosmetic. The areas treated include nasolabial folds (1.33 cc), marionette lines, temples (2.5 cc), labiomental (2.5 cc) crease and cheeks (3 cc). The patient's general practitioner recently recommended that the patient take some medication for the pain she was experiencing in her upper chest and abdomen which was resulting in "acid". On (B)(6) 2011, approximately three days after starting therapy with lansoprazole (zoton fastab) and amitriptylline, the patient's entire face swelled up "making it look contorted". The reporter stated that the areas previously injected with poly-l-lactic acid have flared up and it looks like "dried lentils". The reaction was especially severe in the jowls, cheeks and the upper forehead close to the eyes. The cheeks became quite sensitive and a bit red, and enormous "bags" were visible on waking in the morning creating slackened skin. The reporter stated that the swelling, redness and sensitivity have gone down but there is now a feeling of hard lumpiness where the poly-l-lactic acid was injected. The patient has been taking nurofen, antihistamine and arnica to relieve the problem and has stopped taking the prescribed medications. The patient is also experiencing tearing in her left eye. The reporter saw the patient on (B)(6) 2011 and the swelling had settled down. The reporter stated that the patient is currently recovering however there is no a generalized rubbery hardness and lumpiness "like congealed lentils" in the temples, cheeks and marionette area. The areas were not tender and not visible. The physician reports that the nodules was more then or equal to 5 mm. Patient history includes fitzpatrick skin type 2. No evidence of a systemic process after injection. No biopsy was performed. No medical intervention was performed and no surgical intervention. Significant/relevant medical history includes - sleep disorder, acid, pain in upper chest and abdomen and stress. Relevant concomitant medications include - lansoprazole, amitriptyline hydrochloride. Action taken: unknown. Corrective treatment - unknown. Outcome - tearing in left eye: unknown. Area flared up and looks like "dried lentils": recovering. Generalized rubber hardness and lumpiness: recovering. A pharmaceutical technical complaint (ptc) was initiated. Global #(B)(4).